Event description:
It was reported that the right atrial (ra) lead appears to be under-sensing on atrial lead leading to potential false termination of ongoing episodes. It was further reported that the ra lead exhibited diminished sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg was implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.